Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal cefazoline (2g daily) and intraperitoneal gentamicin (80 mg daily) for bacterial peritonitis. Dianeal therapies remained ongoing. Fifteen days after the event onset, the cefazolin and gentamycin were discontinued and the patient was discharged that same day. Also that day, the patient was deemed recovered from the peritonitis event. No additional information is available.